Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter for a history of bilateral lower extremity deep vein thrombosis (dvt). According to the patient profile form, approximately fourteen months post implant, for reasons unspecified, an unsuccessful attempt was made to retrieve the filter percutaneously. The medical records indicate that the retrieval difficulty was related to inability to over sheath the top apex to collapse the filter. It was also noted that this was likely due to chronicity of filter and development of adhesions. According to the information provided ¿the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.¿ the patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a medical history of lower extremity deep vein thrombosis (dvt) and developed hematuria while on heparin. The filter was successfully deployed during the index procedure. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of retrieval difficulty could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00356 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per patient profile form indicates that a year and two months post implantation, the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a medical history of lower extremity deep vein thrombosis (dvt), hematuria, and was on heparin. The filter was successfully deployed during the index procedure.